Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: a communication failure caused by a cable malfunction. The event can be detected by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable.the camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that water tightness was lost due to damage on the cable unit and poor water-tightness of the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, 4k camera head, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the image darkens and the visual field was suddenly lost due to a defective charged coupled device unit. Due to disconnection in cable unit, the endoscopic image could not be displayed. This report is being submitted for the event found during evaluation. There was no patient involvement.